Manufacturer narrative:
Date sent to the FDA: 10/26/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2016 during which the surgeon noted he lysed severe omental adhesions up to a previous umbilical hernia repair site. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2019 during which the surgeon noted he dissected the recurrent sac from the surrounding tissues and removed a piece of thin layered mesh that had turned into a tan-gray color. It was reported that the patient experienced severe pain, inflammation and discomfort. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/17/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.